Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory that the complete lead was returned, cut noted in the lead, helix was extended and tissue noted entwined in helix. Induced damage was noted on the lead. Passed all functional tests.

Event description:
Boston scientific received information that the right ventricular (rv) lead was abandoned surgically. Additional information was obtained from the field representative indicating that this rv lead was dislodged which resulted to loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.